Manufacturer narrative:
On 05/31/2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 12/10/2005 and was last repaired on 03/09/2009. Evaluation of the device revealed damage to the tines on the right end of the comb and minor damage to the roller gear teeth. Galling of the shoulder bolts and side plate ears was also observed. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, roller, roller gear, both side plates, bushings, shoulder bolts, ratchet gear, sliding pin, and spring. Customer returned two cutters for eval; 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) both passed cutter eval as an acceptable test mesh was produced by each. The cutters were shipped to the customer. The device was previously returned to zimmer surgical for servicing five years ago. While the customer's reported event was not reproduced since a test mesh could not be performed, improper handling and lack of preventative maintenance most likely allowed the comb to become damaged over time, resulting in the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher tears skin. The customer indicated that there was no pt harm or delay reported, and the procedure was believed to be completed with an alternate device.